Event description:
It was reported that the patient experienced bent cannula leading to hyperglycemia which was addressed by changing out her infusion set on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico, u.s. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.